Event description:
The patient developed an infection. She was treated with antibiotics but that failed. She had a high white count and appeared to have an abscess. The system was explanted. The patient recovered without sequela. The patient did not want to be re-implanted; she was pursuing other forms of treatment for her pain.